Manufacturer narrative:
This MDR submitted on (B)(6) 2011. (B)(4) (cuvette lot h0pwc119). Method: device has been requested. No product returned. Result: customer complaint could not be confirmed. Conclusion: no conclusion can be drawn. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports "experienced patient result discrepancy" with protime microcoagulation system. Liquid quality control tests are run weekly and have been acceptable.